Event description:
It was reported that the distal part of this malleable penile prosthesis broke, resulting in discomfort for the patient. The physician stated that a replacement is needed; however, the surgery has not been scheduled. No further patient complications were reported.